Event description:
The pt received an scs system, including a neurostimulation receiver , on (B)(6) 2005. It was reported the receiver has lost stimulation, even when the stimulation is increased to maximum amplitude. As the pt's pain can be managed via oral medications, the pt has declined a system explant and/or replacement. The receiver will not be returned. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.